Event description:
It was reported that the patient¿s stimulation turned off by itself the day prior to the report. The implantable neurostimulator (ins) was completely charged. It was further reported that there were no malfunctions seen and no cause of the issue determined. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).